Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. The inspection and testing confirmed the reported image issue and found it was due to a faulty image sensor cable and a damaged connector. Further evaluation found several device components demonstrated wear due to physical and chemical stress over time. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no image displayed on the screen. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not reproduce the reported image failure. A review of the device history record found no deviations that could have caused or contributed to this problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a system failure, a defect with the image sensor unit, or a failure of the internal board of the video connector. Olympus will continue to monitor field performance for this device.